Event description:
It was reported via repair work order that the footboard function was intermittent due to connector pins being pushed out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.